Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, device was offline. The customer tried to unplug/replug from the socket done but it won't boot up. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for SN: (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN: (b)(6) was performed from the date of manufacture, 24-SEP-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the station on black screen. A field service engineer (FSE) found issue with drawer 5.1 controller board and replaced controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.